Event description:
It was reported that the c-arm moved on its own during patient compression. No injury reported. A field engineer was dispatched to the site and determined that the left c-arm switches were degraded and needed to be replaced. Both the left and right c-arm switches were replaced as a precaution. Once this was completed the system was working as intended.